Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported that a set change resolved the no delivery alarm. Troubleshooting could not be completed as this was a past event. Customer reported having a blood glucose level of 124 mg/dl at the time of the most recent no delivery alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.